Manufacturer narrative:
Investigation ¿ evaluation. A review of functional test, device history record, complaint history, manufacturing instructions, quality controls, and visual inspection was conducted on the returned device during the investigation. The returned device was noted to have the unidex handle (udh) in the open position. It was noted that the handle slide would not move back. A visual examination noted that the basket sheath was unglued from the wire. The support sheath was found broken at the bottom of the flare but it was still adhered to the basket sheath. The basket formation was not visible, but it appeared totally encased inside the basket sheath. A visual examination also noted the basket sheath was found damaged from the distal tip. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition review of device master record observed one nonconformance which was not related to this event. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a calculus fragmentation and retraction procedure using a ncircle delta wire tipless stone extractor. The attending physician indicated the basket was tested before use. He was able to open and close the basket with no indication of any problems. The physician attempted to retract the first stone when he felt something unusual on opening/closing the basket. The physician replaced the basket and completed the procedure as expected. No unintended sections of the device remain inside the patient¿s body nor did the patient experience any additional procedures or adverse effects due to this occurrence. No further information was provided.